Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to emergency room (ER) reporting to have received shocks from their implanted implantable cardioverter defibrillator (ICD) device while at home. The ER healthcare provider (hcp) contacted boston scientific technical services (ts) to review the device data with them. Ts review indicated there were two episodes from that day. The first episode exhibited a ventricular fibrillation (vf) arrhythmia and anti-tachycardia pacing (atp) therapy was provided followed by a 41 joule device shock, which converted the rhythm. The second episode, which occurred approximately 12 minutes later, also exhibited a vf arrhythmia which was successfully converted with atp therapy. No device shock was provided in this episode. Ts also indicated this second episode exhibited respiratory rate trend (rrt) sensor noise on the right atrial (ra) channel, but it was not oversensed by the device. Evidence is suggestive that the device therapy provided was appropriate for a vf arrhythmia and device therapy was successful in converting the rhythm in both cases. Ts discussed programming off the respiration-related trends. Ts faxed the device data reports to the hcp and recommended they contact the patients following clinic. The hcp indicated they will follow up with the patients following ep. The device remains in-service. No patient symptoms or adverse patient effects were reported.